Event description:
A customer reported to beckman coulter, inc. (Bec) that a fluid leak was observed from unicel dxc 800 pro synchron clinical system. The customer was wearing ppe at the time of the event. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer stated the instrument was having "di h2o reservoir not filling" and "10 psi air lo" errors. The customer also mentioned that there was a leak under the instrument that appeared to be waste fluid, but could not determine the source. Bec field service engineer (fse) visited the site on (B)(6) 2011, and found more than 10 cuvettes failed water blank and low pressure/vacuum errors. The fse replaced the vacuum and vacuum/press pumps. The fse found issues keeping 17psi stable, but once inlet air filter on pump box was removed, pressure was stable. The fse found the cc (cartridge chemistry) mixer wash station was leaking everywhere including the reaction wheel area, cuvettes, photometer, lpia & wash station itself. The fse returned on (B)(6) 2011 and replaced reaction wheel trough along with the mixer wash assemblies. The fse replaced reaction wheel, and performed alignments to wheel and the photometer. (B)(4).